Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("vitamin d deficiency"), dizziness ("dizzy/lightheaded spell"), headache ("headache"), migraine ("migraine"), memory impairment ("memory problem") and speech disorder ("speech problem"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, vitamin d deficiency, dizziness, memory impairment and speech disorder outcome was unknown. The reporter considered dizziness, headache, medical device removal, memory impairment, migraine, speech disorder and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: dizziness, medical device removal, headache, migraine, memory disturbance, speech disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("vitamin d deficiency"), dizziness ("dizzy/lightheaded spell"), headache ("headache"), migraine ("migraine"), memory impairment ("memory problem") and speech disorder ("speech problem"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, vitamin d deficiency, dizziness, memory impairment and speech disorder outcome was unknown. The reporter considered dizziness, headache, medical device removal, memory impairment, migraine, speech disorder and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: dizziness, medical device removal, headache, migraine, memory disturbance, speech disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case was upgraded to incident from other event case. Event medical device removal, dizzy/lightheaded, headache, migraine, memory problem and speech problem were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.